Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to prime the insulin pump. Customer stated that he has been disconnected for the last day and the battery was removed to stop the alarms until he got home tonight. Customer's blood glucose was 202 mg/dl. Customer stated that he has removed and replaced the battery multiple times to no avail. Customer was advised to remove the battery for 15 minutes and to call back afterwards to program the time and finish priming.